Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main artery (lm). A 12 x 4.50mm rebel stent was advanced for treatment; however, the stent came off the delivery system in the false lumen in lm. The physician was able to implant another stent in the true lumen of the lm which also was able to secure the dislodged stent in the false lumen of the lm. The procedure was completed with patient's status stable.